Event description:
Loss of the controllable, flexible, radiopague distal guide wire tip. During the second attempt of re-canalizing a calcified vessel (rca), the distal end of the guide wire was suddenly lost during a slight rotating motion. The broken off part could be removed from the rca with an ectomy device.